Manufacturer narrative:
Additional information was received about the peritonitis event. The patient was not hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause was not reported. The patient was recommended to visit the hospital, however it was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient had not yet recovered from the event. Extraneal and physioneal therapies were ongoing. Additional information is not available.